Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the battery gauge was observed to be fluctuating, the insulin gauge was inaccurate, and that the pump time was incorrect. Customer's blood glucose level ranged between 200 mg/dl and "high" which was addressed by delivering a bolus. Reportedly, the customer changed pump supplies to resolve issue.